Manufacturer narrative:
(B)(4). Batch # n57e38. Month and day unknown. Only year (2018) is known. Device evaluation: the analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. The device was received with a reload present. The reload was returned with all the staples present and protruding, with the washer uncut and with the knife recessed below cartridge deck. The reload lockout was engaged. The device was tested for functionality with the returned reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify how the device "broke"? Was the device firing trigger broken? The stapler locked at the moment of firing it. If yes, did it break off of the device? No. If yes, did it fall into the patient? No. If yes, was it retrieved? No. Will the piece or pieces be returning with the device for analysis? Yes. If not, were they disposed of? Or was there another portion of the device that was broken? If yes, please provide further detail.

Event description:
It was reported that the stapler broke in the attempt to clipping the distal edge of the rectum. There were no patient consequences reported.